Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Trend analysis: "review of all complaints of a050401 - fluid leak for the period of jun 2020 through may 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Additional, changed, and/or corrected data.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation analysis of the returned device identified, opening on posterior, yellow particles inner the device and wear abrasion. Leak test and microscopic analysis was performed which identified, striated opening on posterior, crease smooth opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Crease smooth opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "deflation" against left device. The device was explanted.